Manufacturer narrative:
The device was not explanted. Nevro attempted to obtain additional information regarding the event; however, the information could not be obtained. The manufacturing and sterilization records were reviewed for all implanted devices and no nonconformities were found.

Event description:
It was reported to nevro that a patient presented to the hospital due to an infection. The patient was provided with IV antibiotics and there were no reports of further complications. The patient is experiencing good pain relief.